Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the customer had low blood glucose level. The customer¿s blood glucose level was 37 mg/dl at the time of incident. The customer had blood glucose level 47 mg/dl. The customer was taken to hospital where she was treated with glucagon and released after an hour of evaluation. The customer¿s current blood glucose level was 140 mg/dl. The customer was treated with glucose tablets. The insulin pump will not be returned for analysis.